Event description:
Initial MDR information: cardiac procedure case details: procedure: mitral valve replacement + tricuspid valve replacement. Start time: 0827. Finish time: 1420. Machine: cats (B)(6). During the time the patient was on bypass, a perforation of the heart occurred. Blood loss was rapid and large >4litres in 5 - 10 minutes. The cats machine was immediately put from smart wash into the emergency wash mode and the blood processed. 2 reinfusion bags were used to provide volume back to the anaesthetist as it was produced. Blood products from blood bank were 15-20 minutes until arrival into the theatre. At one point there was no patient cardiac output. Towards the end of the processing, the cats machine stopped/failed. The machine could not be restarted, despite multiple attempts. The second cats machine was wheeled in and a second bowl inserted so the procedure could be continued. The device was processing in emergency wash and they had around one litre or blood left to process when the error was generated. They tried to get the device to restart without success. No clots were seen as the patient was also on bypass and heparinised. No other errors had been generated before the system failure voltage error. The patients outcome was good. Follow-up MDR information: investigation: · no service history review performed. · no DHR review performed. · local field service engineer inspection: customer reported system failure during case, unable to restart unit. Multiple errors in log files relating to supply voltage. Unable to fault units voltages at time of repair but due to fault occurring previously, replaced units psu. Adjusted voltages to be in tolerance of 24v & 48v plus stable. While soak testing unit > 20mins unit randomly presented with "failure hct sensor" pressing continue moves into "failure system" - error supply voltage screen. Replaced units hct sensor. Performed all necessary calibrations of hct sensor. During soak testing of < 5mins unit alarmed again "failure hct sensor". Replaced mio/hct pcba board. Performed all necessary calibrations. Soak tested unit > 30mins without incident. Left all new parts within unit. Checked all alarms. Performed full function check as per catsmart maintenance protocol. Electrical safety checked. At time of repair/service unit passed all tests and released for operation. Performed annual maintenance testing. Completed quality assurance (qa) as per manufacturers specification and electrical safety tests (est) according to australian standards ((B)(4))." Root cause: the cause of this issue can be a defective hct sensor and mio/hct pcb due to a short circuit. This can trigger the error message "error supply voltage". Investigation performed through a kabitrack event. No CAPA was found in relation to the issue. Risk management: according to risk analysis the related hazardous situation is ""no or incorrect operation of the device"" with an initial harm of ""insufficient patient care (no or impaired transfusion product)"". This is rated with severity of harm 1 (minor) and probability of harm 1 (unlikely) after mitigation. Therefore, the risk is rated ""acceptable"". Trending: the component miohct was complained (B)(4) times in the period q1/2023 till q4/2023. This corresponds to (B)(4) of all catsmart complaints in this period. In comparison, one year before, 21 complaints were received in the period q1/2022 till q4/ 2022. This equals (B)(4) of all catsmart complaints in this period. The complaint rate changed by (B)(4) (decreased). The component hctsensor was complained (B)(4) times in the period q1/2023 till q4/2023. This corresponds to (B)(4) of all catsmart complaints in this period. In comparison, one year before, (B)(4) complaints were received in the period q1/2022 till q4/ 2022. This equals (B)(4) of all catsmart complaints in this period. The complaint rate changed by (B)(4) (decreased). Conclusion: device was released for further use after repair/inspection by local technician.

Event description:
Cardiac procedure case details: procedure: mitral valve replacement + tricuspid valve replacement. Start time: 0827 finish time: 1420 machine: cats (B)(6). During the time the patient was on bypass, a perforation of the heart occurred. Blood loss was rapid and large >4litres in 5 - 10 minutes. The cats machine was immediately put from smart wash into the emergency wash mode and the blood processed. 2 reinfusion bags were used to provide volume back to the anaesthetist as it was produced. Blood products from blood bank were 15-20 minutes until arrival into the theatre. At one point there was no patient cardiac output. Towards the end of the processing, the cats machine stopped/failed. The machine could not be restarted, despite multiple attempts. The second cats machine was wheeled in and a second bowl inserted so the procedure could be continued. The device was processing in emergency wash and they had around one litre or blood left to process when the error was generated. They tried to get the device to restart without success. No clots were seen as the patient was also on bypass and heparinised. No other errors had been generated before the system failure voltage error. The patients outcome was good.